Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker recorded signal artifact monitoring (sam) episodes with what appears to be noise over sensing and not the minute ventilation (mv) termination algorithm. Also, high, out of range pacing impedances were observed. Furthermore, the pacemaker recorded a pacemaker mediated tachycardia (pmt) event. The pacemaker and the ra lead remain in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker recorded signal artifact monitoring (sam) episodes with what appears to be noise over sensing and not the minute ventilation (mv) termination algorithm. Also, high, out of range pacing impedances were observed. Furthermore, the pacemaker recorded a pacemaker mediated tachycardia (pmt) event. The pacemaker and the ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker recorded signal artifact monitoring (sam) episodes with what appears to be noise over sensing and not the minute ventilation (mv) termination algorithm. Also, high, out of range pacing impedances were observed. Furthermore, the pacemaker recorded a pacemaker mediated tachycardia (pmt) event. The pacemaker and the ra lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.